Event description:
The customer reported that this right atrial lead was surgically abandoned (capped) during a pulse generator replacement due to oversensing. The customer was not given any measurement info for this lead. No adverse pt effects were reported. The lead was actively implanted for approximately 15 years, 1 month.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The lead was replaced and no adverse pt effects were reported. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.